Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. No failure reported.

Manufacturer narrative:
H3: 81 other: the suspect device has not been return for investigation. However, vyaire informed customer that a vyaire tech will be onsite to inspect the suspect device. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that a bellavista1000 us shut down while on a patient at the ICU. The renal therapy tech was notified, and the vent was replaced immediately. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.